Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2018 that the batteries were taken out of the insulin pump for 24 hours and that the display would no longer turn on. Blood glucose level at the time of incident was unknown. Troubleshooting did not occur. Product will be returned for analysis.